Event description:
It was reported that the ventilator failed the flow transducer test during pre-use check. There was no patient involvement. Manufacturer ref. #: (B)(4).

Event description:
Manufaturer ref. #:(B)(4).

Manufacturer narrative:
The ventilator was investigated in our repair shop, the fault could not be reproduced. As a preventive action the o2 gas module, the control printed circuit board (pcb), the monitoring control printed circuit board (pcb), the batteries and the o2-cell were replaced. The o2 gas module was further investigated and was found working as expected. The review of the device logs could not confirm the reported issue. If the fault causing the flow transducer test during pre-use test happens during ventilation, the patient may receive an amount of oxygen in the gas mixture that deviate from the expected. Flow and pressure may also deviate from the expected. Alarms will be activated if the failure occurs during ventilation. The reported problem could not be reproduced, therefore the cause has not been established in this investigation.